Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the cutter devices was not confirmed. However, during evaluation, it was determined that the tip of the nose tube was flared out. During repair it was observed that the bearings and gears were worn out and corroded causing vibration. It was determined that the issue with flared out nose tube was excessive side loading causing the cutter to flex and to come in contact with the nose tube. It was determined that the issue with the worn and corroded bearings was consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device would not hold the cutter device. During in-house engineering evaluation, it was observed that the device had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.